Event description:
The olympus representative reported on behalf of the customer, the evis lucera gastrointestinal videoscope presented a blurry image, and the number one (1) switch was leaking. The picture could barely be seen, and details were missing. The issue was detected during reprocessing. The intended procedure was completed with another scope and the evis lucera elite video system center with no surgical delay. No patient injury reported. This report is to capture the reportable malfunction of the blurry image.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of the blurry image was a sporadic failure. The failure could not be confirmed but occurrence was likely. The reported issue of the number one (1) switch was leaking was confirmed. The bending cover had leakage. The suction port was worn. The light guide tube was aged. The scope cover and protector were aged. The insertion tube was wrinkled and was snaky during angulation. The angles were insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the blurry image could not be determined at this time. Olympus will continue to monitor field performance for this device.